Event description:
It was reported that a cartridge alarm occurred, specifically alarm 30. The customer's blood glucose level did not exceed 500 mg/dl, which implies there was no adverse impact. The caller was unable to load a new cartridge at the time. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.